Manufacturer narrative:
International zip code: (B)(6). The reported 4.75mm healicoil regenesorb sa anchor system, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor is cracked at its proximal thread. The anchor and inserter are soiled with human matter indicating it was used in the patient. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during rcr surgery, when the healicoil anchor was in the patient and ready to be screwed in, the surgeon noticed a weakness in the anchor. They opened a new anchor instead of risking it breaking inside the patient. No delay or patient injuries were reported. Results of investigation have concluded that this device cracked while being used in the patient, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.